Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call that the there were air bubbles present in the tubing. Customer stated that her blood glucose level was 349 mg/dl at the time of the incident. During troubleshooting, the customer performed a set change and the air bubbles did not persist. The product will not be returned for analysis.